Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer indicated via phone call that her reservoir was not working properly. She also stated that she had tried multiple infusion sets but they were also not working. She indicated that her blood glucose was 551 mg/dl but that it went down to 377 mg/dl and then to 350 mg/dl. Customer declined troubleshooting for bent cannulas but troubleshooting advised customer to call when she had issues. Customer was advised that additional reservoirs would provided to her. The customer agreed to return the product for analysis.